Event description:
It was reported by a non-medical professional that the patient underwent a procedure for anterior l3-s1 fusion where rhbmp-2 was mixed with allograft and implanted at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with l3-l4 to l5-s1 disc degeneration with l4-l5 retrolisthesis and underwent the following procedures: l3-l4, l4-l5 and l5-s1 anterior lumbar interbody fusion with instrumentation. L3-l4, l4-l5 and l5-s1 bilateral posterolateral fusion with l3-s1 segmental instrumentation; placement of epidural catheter. As per op-notes, "I ultimately selected a trial spacer with 10 degrees of lordosis, 14 mm in height, 30 mm in depth and 33 mm in width for the l3-l4 space. This peek graft was obtained and filled with a mixture of rhbmp-2 and cancellous allograft bone chips. Small strips of rhbmp-2 and morselized cancellous allograft were placed in the posterior aspect of the disk space. Our peek graft was then impacted into the disc space. Same procedure was repeated at l4-l5 and l5-s1 disc. At l5-s1 level a 14mm height, 10 degree lordotic angled."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.